Manufacturer narrative:
Initial reporter address 1: (B)(6). Imdrf device code a1802 captures the reportable event of packaging foreign matter.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was to be used in a procedure on (B)(6), 2023. Prior to the procedure, before opening the package, a foreign material was noted in the sealed packaging. It was not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was to be used in a procedure on (B)(6) 2023. Prior to the procedure, before opening the package, a foreign material was noted in the sealed packaging. It was not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code (B)(6) captures the reportable event of packaging foreign matter. Block h10: (product investigation) media analysis of the photos provided by the customer determined there was a visible hair inside the device pouch. The interject was then returned to boston scientific and the investigation confirmed the presence of a hair inside the pouch. With all the available information, boston scientific confirmed the reported clinical observations. The cause of the hair inside the sealed pouch was traced to an issue within the manufacturing process. Since this product lot was manufactured, the interject manufacturing site has changed. Boston scientific has reviewed the procedures at the current manufacturing site and confirmed the procedures include an inspection of packaged devices to ensure they are free of foreign material.